Manufacturer narrative:
(B)(4). One lf1737 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported tissue sticking and excessive heat. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. The jaws did not stick to the tissue and a acceptable full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that jaws became sticky at the beginning of the procedure. There was no injury to the patient.